Event description:
Complainant alleged that the ep clinicians were attempting to cardiovert the heart rhythm of a pt, who was presenting an atrial fibrillation heart rhythm. The clinicians attempted to administer a shock to the pt, but the device displayed a "bridge test fail" message. The clinicians then charged the device a second time and were able to deliver a 150 joule shock to the pt. The pt's heart rhythm was then converted to a normal sinus rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.